Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that issue with the meter started on (B)(6) 2015, when she obtained alleged inaccurately high blood glucose results of ¿7.6 and 10.4 mmol/l¿ on the subject meter and ¿5.7 and 9.2 mmol/l¿ on another, unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with oral medication, diet and/or exercise. On (B)(6) 2015, during a doctor¿s office visit, the patient reported that she obtained advice to increase the frequency of her metformin 500mg tablet, from once to twice per day. She also reported that she began to ¿eat less¿ than she used to. ¿four weeks¿ after the start of the alleged issue, she developed diarrhea as a result of the change in her medication. No other treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The csr also noted that the patient was using correct testing steps; however, the patient no longer had the test strips involved in this complaint. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.